Event description:
It was reported that the external pulse generator had a damaged battery drawer. The generator was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Product event summary: analysis confirmed the reported event, the battery drawer was broken. It was also noted that the upper case was damaged and broken, the battery release was contaminated, both bail covers were broken, the lead flex cover was corroded, both printed circuit board (pcb) flexes were creased, the battery contacts were compressed, the ring was bent, the keyboard window was scratched and the heart lead flex was replaced as a preventative. (B)(4).